Event description:
It was reported that the implant fractured at tooth location # 28. The device remains implanted.

Manufacturer narrative:
This report is being submitted to relay corrected information. (B)(4) has also been submitted. The following sections are being reported: b5: it was reported that the implant fractured at tooth location # 28. The device remains implanted. D4: UDI: (B)(4). G4: 15 apr 2019. G7: follow up-2. H1: malfunction. H10: corrected data.

Event description:
It was reported that the implant fractured at tooth location # 28. The device remains implanted.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b5: it was reported that the implant fractured at tooth location # 28. The device remains implanted. D4: expiration date: 31 dec 2020. G4: 15 apr 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H4: 23 dec 2015. H6: method, results, conclusion codes. H8: correction: initial use of the device. H10: manufacturer narrative, corrected data. The reported device was not returned for evaluation, as the device remains implanted, however photographs of the device were returned for inspection. The images provided show that the device is fractured at the middle of the thread region. The reported condition of a fractured implant was confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported lot number for similar cause and no other complaint was identified. A definitive root cause could not be determined, however, the most likely cause for the reported event is trauma to the implant site, and improper placement. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that the implant (sph10) fractured. The device remains implanted. Tooth location 28.